Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a type iiia endoleak (aortic) with complete component separation. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related due to the off-label neck anatomy at 16.5mm (IFU requirement is 18-32mm) and infrarenal angulation from 46 to 101 degrees (classified as aortic remodeling). No procedure-related harms were identified. The final patient status was discharged home stable on the first post-operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event is planned however, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Device iteration is afx with duraply. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx (duraply) abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented at routine follow-up with a type iiia endoleak and component separation. The physician elected to treat the patient by relining the originally implanted devices with the ovation ix abdominal aortic aneurysm stent on (B)(6) 2020, which included one (1) main body and three (3) iliac limbs. The final patient status post re-intervention is currently unknown. Additional information received per clinical evaluation confirming that significant aneurysm sac growth was also present at the time of the reported event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a type iiia endoleak (aortic) with complete component separation. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth (of 11mm) occurred that was not included in the event as reported. This finding was discovered during an examination of the 86-month post discharge summary. The most likely causation for the reported event is anatomy-related due to the off-label neck anatomy at 16.5mm (IFU requirement is 18-32mm) and infrarenal angulation from 46 to 101 degrees (classified as aortic remodeling). No procedure-related harms were identified. The final patient status was discharged home stable on the first post-operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event is planned however, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Device iteration is afx with duraply.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx (duraply) abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented at routine follow-up with a type iiia endoleak and component separation. The physician elected to treat the patient by relining the originally implanted devices with the ovation ix abdominal aortic aneurysm stent on (B)(6) 2020, which included one (1) main body and three (3) iliac limbs. The final patient status post re-intervention is currently unknown.